Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed, no cracking was observed on the cases. Functional testing confirmed the reported issue. The investigation determined that a defective motor optical cam flex sensor was the cause of the reported issue. The optical cam flex sensor was replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported, the pump alarmed error code 41622. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.